Event description:
It was reported that customer's insulin pump was alarming. Customer's blood glucose was unknown. No other details were provided. Nothing further reported.

Manufacturer narrative:
Device alarmed a33 during basic occlusion test due to protruded/loose drive support disk. Device received with minor scratched display window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.